Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt reported two results of 450 and 500 mg/dl, taken two weeks ago. The pt was comparing these results to normal readings/feelings or another meter. The pt stated they took their insulin afer testing on their meter. They stated that they were taken to the hospital , but was not treated. No symptoms were reported at the time of concern. The test strips were in good condition, codes matched, and the technique for applying blood to the test strip was correct. The technique for cleaning the puncture site was not correct. The pt performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. The test strips have been replaced for the pt.